Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. According to the 45-day follow-up transesophageal echocardiogram (tee), device thrombus was noted and measured at approximately 1.0cm x 0.5cm. The patient was previously on 2.5mg eliquis twice a day and is now on 5mg eliquis twice a day.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. According to the 45-day follow-up transesophageal echocardiogram (tee), device thrombus was noted and measured at approximately 1.0cm x 0.5cm. The patient was previously on 2.5mg eliquis twice a day and is now on 5mg eliquis twice a day. It was further reported that the patient followed their post implant drug regimen. No leak was noted at the 45 day follow up.

Manufacturer narrative:
Date of event corrected from (B)(6) 2020 to (B)(6) 2020.